Event description:
It has been reported to co that the guide catheter was torqued and then was untorqued and then the shaft broke during the procedure. The physician reported that the pt had an unusual anatomy and the case was relatively long. The physician inserted the guide into the pt and the physician attempted three times to enter the orifice of the circumflex artery with no success. The physician reported that there was much torque on the catheter, and then the catheter was rotated counterclockwise, and the catheter fractured.